Event description:
It was reported that during the procedure, the device turned off the patient's defibrillator. The procedure was cancelled and there were no additional known adverse consequences to the patient.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during the procedure, the device turned off the patient's defibrillator. The procedure was cancelled and there were no additional known adverse consequences to the patient.